Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported the screw broke while being inserted into the cup. The fractured portion remains in the patient.